Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Multiple follow up attempts were made to troubleshoot with tandem customer technical support, however customer did not respond to follow up attempts. Customer¿s blood glucose level was approximately 180 mg/dl.